Event description:
Health professional reported, "band and port explanted due to refractory morbid obesity and intolerance to lap band adjustments."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. "Refractory morbid obesity" and "intolerance" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Health professional has declined to provide additional info. Device labeling addresses the possible outcome as follows: caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, adn may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate.